Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The distal segment of the microcatheter tip was missing. The remaining tip was crushed in the middle. Circumferential cracks were observed on the tip surface and the end of the tip showed stretching and plastic deformation of the tip polymer. These characteristics indicated that tensile stress had contributed to tip separation. Measurement of the remaining tip suggested that approximately 1mm of the distal tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had applied on the microcatheter while the catheter tip was being trapped by the concomitant exchange balloon. When the applied tensile stress exceeded the product's design limit, the tip was pulled and eventually torn off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified 90-99% occlusion in the left anterior descending artery. An asahi microcatheter was advanced over a 0.014" guide wire that crossed the occlusion. A non-asahi exchange catheter was replaced with the microcatheter to exchange the guide wire in order to perform ablation with rotablator. When the rota bur reached distal to the guiding catheter tip, a foreign object was noticed. The physician considered the foreign object derived from the rotablator system and removed. The asahi microcatheter was redelivered to replace a new rota wire. Ablation with rotablator was then performed. A stent was deployed. Final angiograph showed a foreign object left in the distal septal branch. All used devices were checked and the asahi microcatheter was missing part of the tip. Because of the location of the separated tip, the physician determined there would not be hemodynamic issues and left it in situ. The physician commented that the tip could be separated when the exchange balloon was used. He did not pull the balloon enough so that the balloon trapped the tip of the microcatheter during removal. There were no adverse patient effects related to the remaining tip fragment.